Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had no cannula. The customer's blood glucose was 147 mg/dl at the time of incident. The customer reports that they could not get the needle off that was stuck it came off. The sensor will be returned for analysis.